Manufacturer narrative:
This is our combined initial and report on this incident.

Event description:
The customer ran an antibody screen on a new patient sample on the tango infinity s/n (B)(4) with biotestcell 3 lot #8815021-00. The antibody screen was negative. The sample was performed on the immucor echo but the antibody screen was 3+ positive. The customer ran the same sample on a different tango infinity, s/n (B)(4) and the antibody screen was weakly positive on cell #2 of the biotestcell-3. An antibody panel was performed on tango infinity, s/n (B)(4) with biotestcell-I 11 plus, lot #8815011-00. The antibody panel was positive on cell #5 only. The antibody screen and panel performed on the immucor echo demonstrated an anti-jka antibody 3+ positive. The customer did neither provide the patient samples had caused discrepant results for investigational testing nor the allegedly defective lot of biotestcell-i11 plus. Therefore our quality control laboratory tested their retained sample of biotestcell-i11 plus with different samples and controls (e.g. : anti-d, anti-jka) on tango infinity. The reagents that were used for testing on customers site were also used for qc testing. All test results were as expected, all positive reactions were clearly positive, no irregularities were found. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-i11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The involved tango infinity was inspected by our field service engineers. The instrument had been relatively newly installed at the customer's site. The log files did not show any issue relevant abnormalities. The positive and negative solidscreen ii quality control resulted as expected. Other samples with positive antibody screen and panel results from the lab journal meet the criteria for the positive result evaluation. The instrument is working within specifications.